Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side") and pelvic pain ("pain") in an adult female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included depression, dysthymia, generalized anxiety disorder, obsessive-compulsive disorder, post-traumatic stress disorder, gravida I, parity 1 (her daughter in 2009) in 2009, assault (unclear hx of assaults), vitamin d deficiency and obesity. Concomitant products included sertraline. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse),") and mood swings ("hormonal changes describe: mood swings"). In (B)(6)2015, the patient experienced depression ("psychological or psychiatric problems condition more severe depression than ever/ every thing was aggravated"), migraine ("migraines /neurological conditions or problems type: frequent migraines"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), alopecia ("hair loss") and fatigue ("fatigue,"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2015, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In (B)(6)2015, the patient experienced visual impairment ("vision/eye problems type: vision got worse") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2015, the patient experienced nausea ("nausea,"). In (B)(6)2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6)2016, the patient experienced female sexual dysfunction ("apareunia inability to have sexual intercourse"). In (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain right"). The patient was treated with surgery (essure removal and hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, bladder disorder, urinary tract disorder, vaginal discharge, female sexual dysfunction, dysmenorrhoea, alopecia, visual impairment, fatigue and weight increased outcome was unknown, the pelvic pain, depression and back pain had resolved and the migraine, headache, dyspareunia and mood swings was resolving. The reporter considered alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: six coils visible on the right, three coils visible on the left diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: "uterus, cervix, bilateral fallopian tubes." Received in formalin is the product of a hysterectomy and bilateral salpingectomy with attached fallopian tubes. There are multiple small white cysts ranging in size from 0.2-0.4 cm on both fallopian tubes. There are contraceptive devices noted in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs+mr received: event hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: more severe depression than ever, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: right side, salpingectomy (bilateral removal of fallopian tubes), nausea, neurological conditions or problems type: frequent migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: vision got worse, fatigue, weight gain / loss specify which one: weight gain, hair loss were added. Lot number, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side") and pelvic pain ("pain") in an adult female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included depression, dysthymia, generalized anxiety disorder, obsessive-compulsive disorder, post-traumatic stress disorder, gravida I, parity 1 (her daughter in 2009) in 2009, assault (unclear hx of assaults), vitamin d deficiency and obesity. Concomitant products included sertraline. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse),") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition more severe depression than ever/ every thing was aggravated"), migraine ("migraines /neurological conditions or problems type: frequent migranes"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), alopecia ("hair loss") and fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems type: vision got worse") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced nausea ("nausea,"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia inability to have sexual intercourse"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain right"). The patient was treated with surgery (essure removal and hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, bladder disorder, urinary tract disorder, vaginal discharge, female sexual dysfunction, dysmenorrhoea, alopecia, visual impairment, fatigue and weight increased outcome was unknown, the pelvic pain, depression and back pain had resolved and the migraine, headache, dyspareunia and mood swings was resolving. The reporter considered alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: six coils visible on the right, three coils visible on the left diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: "uterus, cervix, bilateral fallopian tubes." Received in formalin is the product of a hysterectomy and bilateral salpingectomy with attached fallopian tubes. There are multiple small white cysts ranging in size from 0.2-0.4 cm on both fallopian tubes. There are contraceptive devices noted in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on 18-dec-2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.